Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating intermittently which resulted in the pump shutting down. The customer's blood glucose was between 100-250mg/dl. Reportedly the customer turned the pump back on and resumed insulin therapy on the pump.